Manufacturer narrative:
The dfm100 assy processor was then returned to philips for additional analysis. The complaint was escalated for technical complaint investigation and the results indicate the device not recognizing the paddles could not be verified in lab testing. The processor passed all tests during operational check and general testing.

Event description:
It was reported to philips that the device was not recognizing the paddles. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.